Event description:
(B)(4) received the product and during incoming/labeling operation found the following defect. Details of the defect is the package has been damaged (crack).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.